Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product met specification as received. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The customer reported device stuck on tissue. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The device was tested for activation on simulated tissue with end tones indicating completed seal cycles. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The jaw did not stick to tissue and no sticking was observed. The device was activated while pressing the button in various locations and turning the rotation knob to each stop to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. The IFU instructs the user to open the jaws by pushing forward on the lever. Manufacturing non-conformance review could not be completed since the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a diagnostic laparoscopy, tissue would stick to the device during sealing. No blood loss or patient injury occurred. No further information available.